Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that this complaint occurred in the ICU with a (B)(6) female. The user reported that the catheter was inserted on (B)(6) and on (B)(6) the catheter had to be replaced because the user alleged that it was impossible to read the results. There was no delay, harm, complication, death or injury reported as a result of this occurrence.